Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, when physician went down with a scope, he found the capsule near the larynx. The pt was not injured following the procedure. Another capsule was placed normally.